Manufacturer narrative:
H4: the lot was manufactured from september 11, 2020 - september 14, 2020. H10: the device was received for evaluation. Visual inspection using the naked eye revealed leak inside the bag that contained the device. When the device was removed from the bag, the cause of the leak was found to be an unclosed slide clamp on the tubing line and untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water. After fill, the slide clamp was closed and the blue winged luer cap was also securely connected. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was verified. The cause of the condition was due to a user error by not tightening the blue winged cap. The product labeling (IFU, instructions for use), indicates the slide clamp should be closed and the winged luer cap be securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce intermate sv (small volume) 200 ml leaked at the end of the line or cap. The device had been filled with teicoplanin and sodium chloride. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.